Event description:
It was reported that the patient presented for an implant procedure. During the leadless pacemaker implant procedure, a pericardial effusion was noted after injecting contrast. Pericardiocentesis was performed, and the device implant was aborted. The patient condition was stable.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.